Event description:
It was reported via repair work order that the left side rail was unable to latch into the upright position due to a broken top rail at the spindle mount flange. Exposed sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.